Manufacturer narrative:
The company rep replaced the batteries (part number 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer. After multiple attempts of trying to contact the customer, it was not possible to obtain more info related to the event, such as event day. (B)(4), supervisor of quality and compliance, spoke with (B)(6) (customer contact), and she was unable to recall any event with the mentioned iabp. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.